Manufacturer narrative:
Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector clogged and leaked. A new catheter was needed. The following information was provided by the initial reporter: the connector does not seal, it's with leakage and also with clogs, and it's without pressure, since the blood is returning. The customer reports that there is no issue of bad connection/not well fitted, it was verified and the fit is correct. Due to the issue, the baby lost the PICC and didn't receive the peripheral parental nutrition. It was required to place a new catheter in patient.

Event description:
It was reported that maxzero needleless connector clogged and leaked. A new catheter was needed. The following information was provided by the initial reporter: the connector does not seal, it's with leakage and also with clogs, and it's without pressure, since the blood is returning. The customer reports that there is no issue of bad connection/not well fitted, it was verified and the fit is correct. Due to the issue, the baby lost the PICC and didn't receive the peripheral parental nutrition. It was required to place a new catheter in patient.

Manufacturer narrative:
H.6. Investigation: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that leakage was identified during patient infusion. Further information regarding details of the event were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the production records for lot 20065983 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.